Manufacturer narrative:
A sample has not been received and a root cause has not been determined. If a sample arrives for investigation a supplemental will be completed and potential root cause will be determined. Unable to perform complaint history check as the lot number is unknown. This device incorporates a needle that retracts after injection and is often mistaken by lay users as the needle breaking off.

Event description:
The reporter stated that on (B)(6) 2013, there was no needle when she tried to re-cap outer shield to discard the pen needle after injection. She realized that the needle was broken and stuck under the skin. She immediately went to the emergency room. The needle was taken out though a small incision site (on the right abdomen) after local anesthesia applied. The x-ray was done a couple of times before and after of the procedure to confirm the presence of the needle under the skin. The patient has approximately 8 to 10 stitches on her right abdomen. Two clinical specialists visited the patient to confirm her medical condition and evaluate injection skill. No further issues were found at this time.